Manufacturer narrative:
A review of the service history did not identify any contributing factors in the month prior with regards to the system nor subsequent issues related to the complaint issue. Ticket trending review did not identify any trends for the complaint issue. A review of device history records for the analyzer did not identify any non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for alinity I/architect ia systems found no trends of the alinity I system with regards to the current issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the alinity I processing module (ai02312).

Event description:
The customer observed false reactive alinity I (B)(6) results generated on an alinity I processing module for multiple patients. The following results were provided ((B)(6) , (B)(6) ): sample 1 (sid (B)(6) ) (B)(6) 2021 initial result = (B)(6) ; repeat result = (B)(6) . Sample retested at bogota headquarters on roche generating a result of (B)(6) . Sample was repeated on the alinity I processing module on (B)(6) 2021 generating results of (B)(6) and (B)(6) . Sample 2 (sid not provided) (B)(6) 2021 initial result = (B)(6) ; repeat result = (B)(6) . Sample retested at bogota headquarters on roche generating a result of (B)(6). Sample 3 (sid not provided) (B)(6) 2021 initial result = (B)(6) ; repeat result = (B)(6) . Sample retested at bogota headquarters on roche generating a result of (B)(6) there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: sample 1 (sid (B)(6) ), sample 2 and 3 (sid not provided). Date of the event: sample 1 (sid (B)(6) ) (B)(6) 2021, sample 2 (sid not provided) (B)(6) 2021, and sample 3 (sid not provided) (B)(6) 2021 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.